Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitreous cutter would not cut. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system ¿doesn¿t seem to be cutting.¿ the company service representative examined the system and found the system to be out of specification. The vitrectomy valve cable assembly was replaced. The system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on march 2, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve cable assembly. (B)(4).